Event description:
The customer called for help with her elite meter. While troubleshooting, she performed control tests and received results of 147 and 150 mg/dl. The normal control range was 73-106 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. A replacement contour meter kit was sent to the customer.